Event description:
It was reported that this right ventricular (rv) lead was explanted due to a micro perforation presented. The patient also experienced a pericarditis. No additional information is available at the moment. No additional adverse patient effects were reported.